Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain as a result of the peritonitis and was treated with unspecified antibiotics. The patient later recovered from the events and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd894881 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Per the additional information received, it was determined that the peritonitis resulted from a breach in aseptic technique. Therefore, the minicap is no longer a suspect product. As a result, it was determined that this report is a duplicate of report 1416980-2013-27785. All investigation activities will be captured under report 1416980-2013-27785.

Manufacturer narrative:
(B)(4). Additional information: additional information regarding the event: it was reported that the patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy and was again hospitalized for the event. The patient was treated with unspecified antibiotics. The patient was later discharged from the hospital. The patient is reported to be recovering from the peritonitis and they have completed their antibiotic therapy. Should additional relevant information become available, a follow-up report will be submitted.